Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. The patient has a small epithelial separation or ulcer, with mesh exposure less than or equal to 1cm at the area of the vaginal suture line and is asymptomatic with no pain. An excision of exposed mesh is planned for (B)(6) 2013. No further information was provided.

Manufacturer narrative:
(B)(4): it was reported that the procedure was performed on (B)(6) 2011 for stress urinary incontinence. Concomittantly, the patient underwent intravesical botox injections. The patient developed symptoms in (B)(6) 2012 and the mesh exposure was confirmed on (B)(6) 2012. The surgeon found a few fibers of tape were poking through along the vaginal incision. The surgeon opines that the patient being post menopausal contributed to the mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.